Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not detected by the bus. A field service engineer (fse) removed all the auxiliary cables and reinstalled to see if the issue gets resolved. Then the fse work with senior engineer and removed all the auxiliary cables and tested all the cabinets one at the time to see what was causing the issue. Then connected with the smart remote manager, then auxiliary cabinet with no drawers to test the interface board, then all 7 drawers one at the time. Once all cabinets were tested, found an issue with one of the tower controller boards. So, the fse replaced the tower controller board, then reconnected the tower and ran test. All tested and then rebooted the station there was no fail drawer icon on display. User was able to run inventory on the entire station from smart remote manager to the auxiliary cabinet and the two towers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.